Event description:
It was reported that pump screen was dark and would not turn on while customer experienced high blood glucose, with meter displaying ¿high¿ and exact value unknown. There was no reported need for third-party medical assistance, and no additional information was received regarding further impact to the customer¿s blood glucose level. Customer delivered a correction bolus using pump before it stopped working and planned to use backup insulin pump therapy, while technical support guided customer through unsuccessful attempts to restart pump, provided storage and return instructions, and arranged shipment of replacement pump with updated software.